Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt to crush a stone; however, the basket failed to crush the stone and the pull wire broke leaving the stone entrapped inside the basket. The physician could not pull the device out from the patient, so the wires were cut to pull the scope out over the wires. The wires were taped to the patient and they were transferred to a higher level of care for basket and stone removal. Details regarding the second procedure are unknown. There were no known patient complications reported as a result of this event.